Event description:
It was reported that a patient underwent a surgical procedure and a reservoir was attached to a drain. During use, the drain did not start to suction. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Upon visual evaluation, the sample did not have broken or damaged components that could have affected its function. A functional evaluation was performed and the reservoir functioned properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.